Manufacturer narrative:
The device was received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor broke. The location of the damage was not reported. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured march 26, 2018 - march 27, 2018. The device was received for evaluation. During visual examination, the luer housing was observed ¿damaged¿. An unspecified tooling or equipment indentations were observed on the luer housing where the damage was located. The reported condition was verified. The cause of the damage on the luer housing was due to the tooling/equipment indentations. The source of the tooling/equipment indentations could not be determined during the sample analysis. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.